Event description:
It was reported that a one-link IV connector leaked. This occurred during infusion of saline. It was reported that as the nurse was accessing the one-link device with a non-baxter syringe, the nurse ¿met resistance with [the device] and she then got sprayed in the face.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.